Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge loaded on the device. The reload was received fully fired and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position. And the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was locked out at the 1st firing. The cartridge was green. Another device was used to complete the case. There were no adverse consequences to the patient.